Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit failed to pass the force sensor test due to unexpected insulin flow block caused by moisture damage to the force sensor. Unit passed the displacement accuracy test (dat) with 0.08720 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 38 occurred on (B)(6) 2023 13:18 on event date in history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 & force sensor. Motor was tested outside pump and it failed due to pump error 43. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Pump error 38 is confirmed due to being found in history files and traces. Unable to confirmed exposed to MRI. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 38 and pump was exposed to magnetic field. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue use of the device. The device will be returned for analysis.